Event description:
It was reported that the subject device had a short in the wire. There were no reports of patient harm. No harm was reported due to the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h4, h6, h11. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: minor dents on distal edge and minor stains under light guide cover glass. Based on the results of the investigation, and since short circuit on wire was not confirmed during evaluation, the definitive root cause of the customer's reported issue could not be determined. Based on the results of the investigation, it is likely that the malfunctions identified during the device evaluation "minor dents on distal edge and minor stains under light guide cover glass". However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had a short in the wire. There were no reports of patient harm. No harm was reported due to the event.